Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There was no pt involvement, no reports of any adverse pt events, or delays in critical therapies while the device was in clinical use. No add'l info was provided.